Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the emergency room due to a blood glucose level of 657 mg/dl. The customer reported that she woke up with a blood glucose level of 482 mg/dl that continued to rise throughout the day of the incident. Blood glucose level at the time of the call was 219 mg/dl. The customer was shipped a tubing clamp to complete the high pressure test. The insulin pump was not replaced or returned for analysis.